Event description:
Procedure type: lap diagnostic for ovarian mass. According to the reporter: shield never engaged once it reached the open space, blade never retracted. Blade penetrated the ileac artery. Due to previous surgeries, (scar tissue) surgeon went sub costal incision instead of midline. This was fired under direct visualization. Additional bleeding occurred. Pt does not have any brain activity due to cerebral swelling.

Manufacturer narrative:
Date initial report sent: 09/10/2009.